Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo_12.6; -8.50 diopter implantable collamer lens into the patients right eye (od) on (B)(6) 2023. The lens was reported as having low vault. On (B)(6) 2024 the lens was replaced with a longer length lens. Cause was reported as unknown this resolved the problem

Manufacturer narrative:
Off-label: age<21 years old at the time of implantation. (B)(4).